Manufacturer narrative:
Garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi:10.1177/1538574419875551 as reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551; after placement of a smartflex self-expanding stent delivery system (ses), 6 patients had intrastent restenosis detected at duplex ultrasound with a primary-assisted patency after simple re-percutaneous transluminal angioplasty (pta) procedures at 12 months. The devices remain implanted in the patients; therefore, the devices are not available for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿in-stent peripheral artery restenosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. In-stent restenosis (isr), which is commonly associated with the progression of peripheral vascular disease (pvd), is a well-known potential adverse event following stent implantation and does not represent a device failure. Progression of atherosclerosis is an expected outcome of the disease process if not treated appropriately. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Therefore, vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well-known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Without a lot number to conduct a phr review, it is not possible to determine if the reported failures could be related to the manufacturing process. Additionally, there is no indication that the event was related to a design or manufacturing issue therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the literature by garriboli, l., miccoli, t., pruner, g., & jannello, a. M. (2019). Pta and stenting of femoropopliteal trunk with cordis smartflex stent system: a single-center experience. Vascular and endovascular surgery, 153857441987555. Doi: 10.1177/1538574419875551; after placement of a smartflex self-expanding stent delivery system (ses), 6 patients had intrastent restenosis detected at duplex ultrasound with a primary-assisted patency after simple re-percutaneous transluminal angioplasty (pta) procedures at 12 months.